Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the air gas module was replaced and returned for investigation. Simulated use testing of the returned air gas module reproduced the described customer issue. The failure was caused by the inspiratory valve current controller printed circuit board (pcb) inside the gas module. An evaluation of the received device logs also confirms the reported event. If this fault occurs during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. (B)(4).